Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that a thermal event occurred. The unit was scrapped. Additionally, it was noted that the sd door was loose and there were cracked screw bosses on the back enclosure.